Event description:
An arterial line had blood back up into the tubing. While flushing the blood out, blood squirted out of the tubing. Tubing was changed. This tubing set was used in conjunction with iabp to monitor arterial pressure.